Event description:
Philips received information that the customer was performing a lateral view of the pt's thyroid during a study using a pinhole collimator on detector 2. It was reported that the user manually drove detector 2 into the pt table which damaged the table pallet. The safety software which generates collision errors to halt motion did not engage and the detector collided with the table causing damage to the table pallet. The field safety engineer confirmed with the customer that there was no injury to the pt, operator, or bystander.

Manufacturer narrative:
We will file a follow-up MDR at the completion of the investigation. (B)(4).